Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain use. It was reported that he was having issues with his personal therapy manager (ptm) device. He had to turn it on and off today because it was taking up to 15 minutes to deliver a bolus. The patient stated that this has been happening for a few weeks now but has been happening for a long time. During the call patient mentioned had to "restart it " (agent understood this as restarting the handset). The agent assisted the patient with clearing the data on the device. The patient stated that he has about an hour before he can deliver another bolus.